Event description:
Journal article received: the proximal femoral nail antirotation (pfna) in the treatment of proximal femoral fractures; dalibor kristek, ivan lovric, jozo kristek, marta biljan, gordana kristek and kata sakic; coll. Antropol. 34 (2010) 3: 937¿940; reported: a study of 76 patents (15 men and 61 women) who underwent fixation with synthes device the proximal femoral nail (pfna), for the treatment of proximal femoral fractures between 2007 and 2009. There were 61 women and 15 men; mean patient age was 73.4 years. Results included: one cut-out; three delayed healing (fractures united after removal of the distal screw); and four postoperative wound infections (treated with irrigation and antibiotic administration). The authors concluded that the pfna is an excellent device for osteosynthesis as it can be easily inserted, it provides rotational and angular stability, and it allows for early weight bearing on the affected limb. This report is for an unknown blade. This is 2 of 4 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on unknown blade, part and lot numbers are unknown. Date of event: 2010. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.